Event description:
Info received indicates the foot end casters are not holding when the brake is set.

Manufacturer narrative:
The technician found if the brake is set from the head end, both the foot and head end pedals will set into brake. It appears the brake is set, however, the foot end brake casters would not engage and hold. The technician isolated the issue to a broken rocker arm. He used a brake/steer upgrade kit to repair the stretcher.